Event description:
In 2007, the sales rep reported that the polyaxial screwdriver was worn. Additional info was received on 12/03/2007. The sales rep reported that the screwdriver would not engage the screw. The surgeon had to use another driver to finish the case as intended. There was no report of surgical delay or pt injury.

Manufacturer narrative:
Eval is pending.